Event description:
The customer reported that the jaws of the device would not open. No information is available if the jaws were on tissue at the time. Nothing further is available from the site.

Manufacturer narrative:
(B)(4). The jaws of the device were not stuck shut. The handle was latched and unlatched ten times with no problem. The device was activated on simulated tissue and the jaws opened without difficulty. Covidien could not verify or determine the cause of the customer's report.